Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6) 2010, it is unknown whether the patient will be re-implanted.(B)(4)

Event description:
Per the clinic, the electrode has migrated into the mastoid bowl. In addition to a device extrusion the patient has developed an infection. Explant and reimplantation is planned but had not taken place at the time of this report.